Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. (B)(4).

Manufacturer narrative:
Follow-up was conducted and revealed that the lead had a sensing issue which was previously reported.

Event description:
It was reported that the right ventricular lead had a sensing function malfunction. Follow-up is in progress for additional information. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): analysis of the device memory indicated a lead warning alert, the impedance on the rv (right ve ntricular) pacing lead was beyond the expected range, the impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).